Event description:
Device is no longer reportable as there is no allegation against the device.

Manufacturer narrative:
Device is no longer reportable as there is no allegation against the device.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event information. Date of the event is estimated.

Event description:
It was reported the patient is scheduled for a system explant for an unknown reason.